Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was pt says that for the past few weeks they have been having charging problems and last night the controller went blank. Pt says they also see a no device found screen. They said eventually it will find device and start charging. Pt says the recharger (rtm) cord gets warm, but no physical damage on it. Controller port looks like its not real shiny. Pt says they have gotten replacement controller in the past and the back battery cover has never shut properly since then. Pt mentioned they have cataracts and arthritis. Pt says they know if the implant (ins) was depleted because the pain would come back, so they want this fixed. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller.  Additional information was received from the patient. Pt called back stating that they got the replacement controller and went to charge the ins last night, however the issue was not resolved as the same thing happened. Pt confirmed that no device found appeared when they tried to recharge the ins. Pt mentioned that they were rear-ended in a car accident a month ago but this issue had just started in the last few weeks. Pt said that they didn't want to feel the pain if they couldn't charge the ins. Agent had the pt initiate an ins recharging session; pt saw no device found so agent had the pt tap recharge to enter passive recharge mode. Pt saw the trying to recharge screen with the three numbers as 0, 0, 0. Pt tried moving the recharger around, but the numbers were at all 0s still. Pt then said that right where the recharger wire went into the paddle was warm; pt said that they thought the recharger cord was warmer than usual as usually the recharger cord was cool. Pt then saw the numbers changing on the trying to recharge screen. Pt saw the numbers as 0 88 91. Pt then said that they barely moved and the device shut off. Pt said that one day it took twenty minutes to try and find the spot to place the recharger over the ins to get the ins to start charging. A replacement recharger (rtm) was sent to the patient.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Also, the device was chewed on by an animal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.